Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were not correct. The time was off and the alarm history revealed an alarm. The customer had the alarm when customer was admitted to the hosp. Assisted the customer to correct the programming and the concentration. The pump passed the testing. Bgs were treated.